Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/24/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/15/24. The user experienced a low bg event that required hospitalization for three days. The user was unsure of the cause but mentioned they had lunch, went outside, and then passed out. The user's son found them unconscious and called 911. Ems administered glucagon and a couple of glasses of orange juice to help correct the low blood glucose level, which was measured at 35 mg/dl. The duration of the low blood glucose is unknown. This is the second of two low bg events reported for this user. This medwatch report details the low bg event on 10/15/24. A medwatch report detailing the first reported low bg event on 10/24/24 is submitted on MFR report #: 3019004087-2024-00616.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by the beta bionics failure investigation department. Cgm glucose data did confirm the event and performance of the ilet was able to be evaluated. Device data confirms hypoglycemia on the reported event date. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely the result of a prolonged period of hyperglycemia and insulin delivery being suspended for multiple hours leading to increased correction insulin dosing once the ilet was able to dose again which therefore increased the risk of hypoglycemia. There was also a meal announcement delivered while hypoglycemic and the alert volume was set as "low" and alerts were not acknowledged further contributing to the severity of the event.